Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut down unexpectedly. Subsequently, it was reported that the pump reset unexpectedly multiple times. Customer's blood glucose level ranged from 54 mg/dl to 70 mg/dl. Reportedly, customer continued to use the pump and also confirmed that manual injections are available for insulin therapy.